Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The calcified target lesion was located in the right coronary artery (rca). A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the inflation, the balloon ruptured and the device failed to cross the lesion. The device was removed and the procedure was completed with a another of the same device and there were no patient complications.